Event description:
Investigation by moog service in (B)(6) found that pump failed volumetric accuracy test at 11.20 ml, greater than 20% of reportability. Dosage provided was 15ml.

Manufacturer narrative:
Pump rotor was replaced and pump passed accuracy test. This MDR is being submitted because this device is similar to a device marketed in the united state.